Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient had some of their system removed and was not exactly sure what remained. The patient asked what the wire was made of. The caller stated the patient had a stimulator for their bladder but the battery was removed but part of the wire was left in place. The caller was asked the reason for removal and stated the patient was having some issues but could not remember what they were. The patient then got on the line to report the main reason the battery was removed was because they could not have an MRI. The patient reported that the battery was removed 2 years after it was put in but did not know the specific date. The patient also noted the battery was removed because it wasn¿t doing the much for them, meaning it didn¿t really help their bladder that much, and they had a loss of therapy. It was reviewed that the patient¿s doctor should call for MRI compatibility. It was noted that the patient had a hard time hearing. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the implantable neurostimulator (ins) was removed 2 years ago, but the lead was left in place. This conflicts with previously reported information which stated that ¿part of the wire was left in place¿ and ¿the battery was removed 2 years after it was put in.¿ no further patient complications are anticipated or expected as a result of this event.